Event description:
It was reported that during a surgical procedure, the fiber was noted to be expired. The procedure was not completed. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion surface; the outer flow tubing open end exhibits minor scratch marks. The fiber card analysis indicates that the fiber card has expired due to fiber inactivity. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the fiber analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber card expired due to laser/fiber/card inactivity greater than 30 minutes.